Manufacturer narrative:
A technical investigation showed that the system incorrectly reported z 920-407 error during treatment rather than a thermal event warning which displays as z 409-383. Based on the information currently available and technical review, although no serious injury was reported, the display of the wrong error code by the system rather than the correct thermal code, may lead to a serious third-degree burn if the malfunction were to recur. A remote software update was deployed on (B)(6) 2021 to all affected coolsculpting elite control units.

Event description:
Allergan aesthetics received a report that a female patient was treated on (B)(6) 2021 with coolsculpting elite to the post axillary and upper back area. Part way through the patient¿s treatment there was what she described as a power surge and the coolsculpting elite system shut off. The patient developed what appears to be a first-degree burn manifested by intense redness. No blisters were noted or were reported by the user. The user power cycled the system and re-treated the patient successfully. The burn resolved after two weeks without medical intervention and brown hyperpigmentation in shape of applicator remains.

Manufacturer narrative:
Review of treatment logs showed that the system incorrectly reported z 920-407 error rather than a thermal event warning which displays as z 409-383 due to software defect 2980. Based on the information provided and technical investigation, failure to delay treatment after a thermal event warning and display of wrong error code by the system may lead to a serious third-degree burn if the malfunction were to recur. Further investigation is in process. When additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan aesthetics received a report that a female patient was treated on (B)(6) 2021 with coolsculpting elite to the post axillary and upper back area. Part way through the patients treatment there was what she described as a power surge and the coolsculpting elite system shut off. The patient developed what appears to be a first-degree burn manifested by intense redness. No blisters were noted or were reported by the user. The user power cycled the system and re-treated the patient successfully. The burn resolved after two weeks without medical intervention and brown hyperpigmentation in shape of applicator remains.